Event description:
As reported, the guidewire loop of a 5f exoseal vascular closure device (vcd) could not catch onto the vessel wall, and the indicator window did not change color during use. The device was withdrawn from the body after unsuccessful attempts, and manual compression was performed to achieve hemostasis. There was no reported patient injury. The device was used following cerebral angiography in a diagnostic procedure using a retrograde approach. A 5f non-cordis femoral catheter sheath introducer was used. There was no visual damage noted to the indicator wire prior to use, no difficulty connecting the vascular sheath introducer with the device, and no resistance or friction during advancement through the sheath. The indicator wire cowling locked against the handle assembly, an audible click was heard, and pulsatile flow was observed from the bleed-back indicator. The indicator window was facing upward during retraction and did not change color. The device and packaging were inspected prior to use, and the device was stored and prepared according to the instructions for use. The user was trained to the device. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and the vessel diameter was greater than or equal to 5 mm. There was no visible calcification or plaque at the puncture site and no stent near the puncture site; however, vessel stenosis greater than 50% was present at the puncture site. The target femoral site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device was not retracted until resistance was felt prior to deployment, and removal was reported as difficult. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.